Manufacturer narrative:
The software investigation was unable to determine probable cause. Logs were reviewed but did not provide the cause of reported behavior. Without exam archives there is insufficient information to determine whether a software anomaly contributed to the reported behavior. There was not much information provided in the logs that shed additional insight into the cause of the inaccuracy. Of the logs available for the date of the case, no messages related to the reported inaccuracy were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient age provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, (software version: (B)(4)). Patient age not available. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a lateral skull base (pituitary) procedure. It was reported that there was an alleged inaccuracy during the case. The surgeon alleged an inaccuracy of 5-6 mm low and anterior. The site performed a trace registration and were completely accurate on the skin. When the inaccuracy was observed, the patient¿s face was already fully draped and they were unable to re-register. They attempted to add additional touch points, but they did not improve the registration and had to be removed. The surgeon continued the case accounting for the inaccuracy. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.